Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was a result of a joint pain. In the revision, the tibial locking blot, and the tibial insert were replaced. The insert was revised from a size 2 x 10mm to a size 2 x 12mm implant and the patella was resurfaced with a 29mm x 8mm patella. The femoral component and the tibial tray remained un-revised.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.